Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that foreign material larger than the inner diameter of the air/water nozzle got into the air/water channel caused clogging. It is unknown how the foreign material got into the channel since detailed information on handling of the device could not be obtained. The identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was chipped and cracked, the scope cover had a burn, the forceps channel port was shaved, the suction cylinder was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.